Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer required assistance from a third party, who gave the customer carbohydrates to address bg. Customer updated their pump settings to address the event.